Manufacturer narrative:
As reported by our affiliate, during a coronary stenting procedure, the product did not cross the left anterior descending (lad) lesion. The stent was unable to make proximal bend. Upon removal, it was noted that the stent had loosened. The lesion was pre-dilated with a 2.5/15 quantum maverick balloon. A 6f jl4 floppy wire was also used in the procedure. The stenting procedure was attempted again with two taxus 2.5/13 stents, and the cross was successful. There was no reported pt injury. The product was clinically used and will be returned. This product is available for testing and eval. However, the product has not been returned as of this date. Add'l info has also been requested and will be submitted within 30 days upon receipt.

Event description:
Stent loosened on catheter.